Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation results the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the duodenovideoscope had tiny chip at light guide and objective lens cement. There was no patient involvement.

Event description:
No additional information from the customer.

Manufacturer narrative:
The supplemental report is being submitted to provide a correction to the device manufacture date. Correction: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.